Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9143874. Customer states that scale marking were missing. Both returned syringes were examined and no missing scale markings were observed. A review of the device history record was completed for batch #9143874. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200817445] noted for scratched print. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd¿ syringe 0.3ml 31ga 8mm 10bag has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that scale markings were missing. Issue(s): found unknown amount from this box with scale markings missing toward top of syringe. Date of event: unknown. Lot #: 9143874 and item #: 328512. Complaint 2 of 2

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9143874. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200817445] noted for scratched print. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd¿ syringe 0.3ml 31ga 8mm 10bag has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that scale markings were missing. Verbatim: issue(s): found unknown amount from this box with scale markings missing toward top of syringe. Date of event: unknown. Lot #: 9143874. Item #: 328512. Complaint 2 of 2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 0.3ml 31ga 8mm 10bag has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that scale markings were missing. Verbatim: issue(s): found unknown amount from this box with scale markings missing toward top of syringe. Date of event: unknown. Lot #: 9143874, item #: 328512. Complaint 2 of 2.